Event description:
It was reported that a hematoma and dissection occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. No loading doses of antiplatelet medication was given at the time of the index procedure. A 14f isleeve introducer sheath was placed and the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a size small acurate neo2 valve. Post dilatation was not performed. On the day of the index procedure, a dissection in the patient's ilio-femoral artery was observed. The cause of the dissection was suspected to be due to the patient's anatomy characteristics, as the artery was very small. The dissection was treated with balloon-angioplasty in the ilio-femoral artery and uncovered stent implantation. After treatment, a hematoma was then observed at the puncture site. A non-boston scientific closure device was used due to the persistent bleeding. Fourteen days post index procedure, the patient was discharged on aspirin.